Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73l1800549. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during one case they opened two ae05ml appliers with both having issues of the clips not loading correctly and not locking.